Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 96.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that 3 months after the original implant, the patient suddenly felt different. They then escalated the dose, but the patient had no relief. On (B)(6) 2019 the patient was taken to surgery. Two weeks prior to the surgery a dye study was done, and one was done on the day of surgery and they were unable to aspirate. The catheter was found to be sheared, but not completely severed at the pump connector. When they went to the spine segment, they were unable to see csf (cerebrospinal fluid) go through. They pulled the catheter down one vertebral body and then csf started flowing. A new catheter was implanted. Additional information was received on 13-feb-2019 that reported the patient was seen in the office and everything appeared to be working correctly now. There were no new complaints. No further complications were reported/anticipated.